Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation. During functional testing, the device functioned as intended when installed in a known working pump. The reported 'battery err and improper shutdown' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The battery cell requires replacement for precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module displayed battery error and improper shutdown. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.